Event description:
The lead was returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).